Event description:
It was reported that the rotational speed was unstable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, while inside the body, the number of revolutions decreased and a "metallic" sound was noted. The device was removed to be tested outside of the body and the device sounded as if was rotating faster than intended. The rotational speed was noted to be unstable as the device was set to 180,000 rpm, but the maximum number of rotations observed was 200,000 rpm. The procedure was completed with another of the same device. No patient injury was reported.